Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a hcp regarding a patient implanted with an implantable neurostimulator for urinary/bowel dysfunction, urge incontinence. It was reported that caller stated the patient was in the hospital for unknown reasons and they were unresponsive. They were not sure when this started.

Event description:
On 2025-oct-20 additional information was received from a healthcare professional. They reported that all MRI imaging parameters were followed. They reported that the patient presented at the ER due to a fall and a cervical spine fracture. They stated that the patient was alert and orientated during the MRI exam. The patient was reported to have some aggressive tendencies and a history of dementia. On 2025-nov-03 additional information was received from the patient. They reported that the issue/unconsciousness was not related to the device/therapy. The outcome related to the issue was long term care.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.